Event description:
Boston scientific received information that this implantable lead and associated device displayed high, out of range impedances. The patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.